Manufacturer narrative:
Examination was not possible, as the instrument was not returned. A two year database search finds no trend for similar reports having to do with the instrument size contributing to bone fractures during use. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
During implantation of the femoral stem, the troch broke because of the bulk of the impactor. This resulted in a surgical delay of approx 35 minutes.